Manufacturer narrative:
Continued partial device information d4 reported: mcghan 390cc style 168. Follow-up is not possible with the national breast implant registry, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: capsular contracture grade iii. The reported event or events are physiological complications, and device analysis typically does not help allergan determine the cause.

Event description:
Healthcare professional reported via national breast implant registry (nbir) manufacturer registry specific data report (mrsdr) "capsular contracture baker grade iii". This record is for the left side. Device was explanted.